Event description:
During a ptca treatment procedure, the maverick2 monorail 15x1.5mm balloon ruptured. The number of inflations performed and atms of each is unknown. The patient was asymptomatic during this event. The physician used a terumo introducer sheath to cross the lesion, a zuma2 guide catheter and an unspecified guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.